Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, only (B)(4) documents were reviewed with the following result: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additional product code: hrs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty inserting the locking screws due to the defective screw threads. Eventually, pressing the screws hard by hand was unavoidable during the insertion. It seems likely that the cutting flute of the locking screws (va/ti) had defective threads and also the size of the screws is slightly larger than the standard locking screw. There was a 15-minute surgical delay. This report is 4 of 5 for (B)(4).